Event description:
The pt's catheter was "twisted around and formed a big lump on his back and had started to leak". The catheter was revised in 2007; it was "shortened and his dosage was increased from .2 to .4 mg/day, but he was still in pain and drs then gave him add'l medication to be injected"; the type of medication being delivered via the pump and the medication to be injected were not reported. The pt stated, he was allergic to oral medication. See MFR's report # 3004209178200805373.

Manufacturer narrative:
Catheter.